Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, yellow, brown and white particles in the shell, wear abrasion, deformation device and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Cloudy and voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported exchange due to right side capsular contracture, baker grade IV and textured implant recall. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV¿ and "textured implant recall".

Event description:
Healthcare professional reported exchange due to right side capsular contracture, baker grade IV and textured implant recall. Device remains implanted.

Event description:
Device has been explanted.